Manufacturer narrative:
(B)(4). The set has been received, but the evaluation has not begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported secondary fluid was visualized flowing up into primary bag. No pt harm and no medical intervention required. Although requested, no additional pt or event information provided.